Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reset the pump themselves, and technical support assisted the caller in turning the pump back on. The case was closed by technical support as no further response was received from follow-up attempts.